Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A data download revealed that a (B)(6) male patient was treated. Zoll customer support attempted to contact the patient for additional information. The patient's nurse contacted customer support to report the patient was in the ER and had received a treatment. No additional details about the event are known. A review of the event indicates that the patient experienced an inappropriate defibrillation event. Svt at 236 bpm contributed to the false detection. The response buttons were pressed before the treatment but not immediately prior to the pulse delivery. The patient continued use of the lifevest.

Manufacturer narrative:
There was no death associated with the inappropriate defibrillation. Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor was found to be fully functional and able to detect and treat a patient. While investigating the belt, it was found that the front te gels did not deploy. This failure was isolated to an intermittent open in the yellow gel fire wire. This open wire does not impact the device's ability to detect and treat. The root cause of the intermittent open was unable to be positively identified. Per the download flags, the measured impedance was 53 ohms, well within the normal range. There is no indication that the patient sustained a serious injury resulting from the belt malfunction. This open wire did not cause or contribute to the inappropriate defibrillation event. Device manufacture date. Monitor sn (B)(4): 05/2011. Electrode belt sn (B)(4): 06/2011. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.